Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 (0012963030) product type: 0629-flexcath sheath product ID: non-medtronic product type: multipolar catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the completion of the pulmonary vein isolation (pvi) the patient's blood pressure dropped and a cardiac tamponade occurred. A pericardial puncture was performed. The patient's condition did not improve, so a thoracotomy was carried out. After the surgical procedure the condition improved. During the surgical procedure, a 3 millimeter fissure was identified on the anterior side of the right carina. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: echocardiogram product ID: non-medtronic product product type: transseptal needle product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the event occurred after the ablation had ended and the catheter had been removed. The patient was hospitalized as a result of the event.